Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/03/2015 with the following findings: investigation revealed that display was dim, fading and discolored. Unrelated to the display issue, evaluation revealed that the casing was damaged on the left side of the u-groove and a piece of the case was missing. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/03/2015.